Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and concern with the product.

Event description:
Health professional reported a right side deflation and exchange of textured breast implants due to the patient¿s concern with the product. Device remains implanted.

Manufacturer narrative:
Analysis of the returned device identified: creases fold and linear opening on posterior. Leak test and microscopic analysis was performed which identified; calcification in the shell (10%) and sharp opening on posterior. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is a sharp opening on posterior assessed as an unidentified (tear) opening.

Event description:
Device has been explanted.